Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (7.5 mg/ml at 2.835 mg/day) via implantable infusion pump. It was reported that the patient's pump was potentially stalled and not administering drug for an unknown duration of time. It was noted that the pump has been alarming for "weeks". The hcp interrogated the pump on (B)(6) 2021 and the telemetry stated 7 ml for reservoir volume; however, 20 ml of drug was withdrawn from the pump. It was also reported that the patient had withdrawal symptoms. There were no known factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting done at the time. The patient's pump was replaced on (B)(6) 2021 and the new pump was functioning as normal. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.